Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the spring of the cement gun was coming off when a mixed cement was set to the cement gun during the tsa surgery on (B)(6) 2020. It was unable to be used. The cement was about to be harden so it was not used in the surgery. The surgery was completed without a surgical delay and there was no harm to the patient. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the complaint states: ¿it was reported that the spring of the cement gun (p/n: 3210003) was come off when a mixed cement was set to the cement gun during the tsa surgery on (B)(6) 2020, and it was unable to use. The cement (p/n: 3172080, lot#:8867749) was about to be harden so it was no used in the surgery. The surgery was completed without a surgical delay and there was no harm to the patient. No further information is available.¿ the gun was returned to blackpool for investigation (see attachment (B)(4) photos.pdf¿). The trigger spring has broken, and this confirms the complaint description. The identification details etched into the unit indicate that it was manufactured in 2011 and has been available for use for over 8 years, and is in excess of the manufacturer warranty period. The root cause for the failure in this case is wear and tear. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot : product is manufactured externally therefore no device history review conducted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.